Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer went to the emergency room due to a low cgm reading. In the ER it was determined customer's bg level was actually 90 mg/dl. A root cause could not be determined. Customer ended call and did not provide any additional information.